Event description:
Explant of a nalu system was performed on (B)(6) 2022. Patient was scheduled for a lead revision due to migration, however during the procedure the physician determined that there was a possible infection and elected to completely explant the system.